Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 1096803.

Event description:
It was reported that the patients device was no longer working. The patient underwent an implantable pulse generator (ipg) and spinal cord stimulation (scs) lead explant procedure and was doing well postoperatively. All explanted device components were not returned.